Manufacturer narrative:
The reported event for high impedance was inconclusive. As received, the octrode lead was damage beyond functional testing; consistent with explant damage. No root cause was identified for reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that high impedance issue was observed on the lead. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.